Event description:
Plaintiff was employed as a research assistant, medical student and doctor who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: asthma, rhinitis, respiratory problems, hives swelling, fatigue, nausea, tacycardia, extreme discomfort, depression and emotional distress.